Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event, the patient was admitted to the hospital. Also, on that same day, the patient started hemodialysis; however, on an unknown date the peritoneal catheter was removed. The patient was treated with vancomycin (dose, route, frequency, and duration were not reported) for peritonitis. The patient was discharged from the hospital seven days after event onset. The cause of the event was unknown. At the time of this report, hemodialysis remains ongoing and the patient had recovered from the peritonitis event. No additional information is available. This is report 2 of 4

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).